Manufacturer narrative:
Result: glide rod, glide mounting bracket.

Event description:
It was reported by svc report that the sales rep alleged the right siderail on the bed would not slide in and out. No pt involvement or adverse consequences to report.